Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7078371.

Event description:
It was reported that the patient was not experiencing pain relief. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.